Event description:
It was reported implantable cardioverter defibrillator was found in backup-up mode due to magnetic resonance imaging. Programming changes were performed. The patient was in stable condition.